Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer and manufacturer's representative reported the patient had a shocking/jolting sensation. It was reported that impedance testing and x-rays were performed. It was further noted the patient had a burning sensation in the pocket and that it "comes and goes" whether the battery is on or off. It was noted that impedances were within normal limits and it was determined no intervention was needed or necessary. Additional information received reported just the burning sensation was occurring and no shocking/jolting sensation. It was noted the burning has been occurring for several months and the x-rays were normal per the health care provider (hcp). It was noted that the therapy was effective. Relevant medical history included non-malignant pain.